Event description:
We received an allegation of questionable glucose results for one patient tested with two accu-chek inform ii meters (meter 1 and meter 2). The reporter stated that they obtained the meter 2 result from the diabetes management system (dms). The result from meter 1 at 2:49 pm was "hi". The result from meter 2 at 2:51 pm was 349 mg/dl. This result was deemed accurate.

Manufacturer narrative:
The serial number of accu-chek inform ii meter 1 is (B)(6). The serial number of accu-chek inform ii meter 2 is (B)(6). No product is expected to be returned related to this case. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.